Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 295 mg/dl to 400 mg/dl. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Troubleshooting advised that a tubing clamp would be shipped to her and she indicated that she would call back to further troubleshoot and to test for an occlusion.